Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial side of the blood parameter monitor (bpm) was not reading accurately. Per the customer, it seemed the arterial sensor gave faulty numbers (ie: temperature, o2). The device was not changed out, they ran blood gases and completed the case without issue. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6)2014: according to the perfusionist (ccp), the arterial temperature and the arterial partial pressure of oxygen (po2) are not closely matching expectations or matching other sensors or lab analyzers. First, the arterial temperature was lagging behind the venous temperature in both cooling and rewarming. During rewarming, the arterial shunt sensor temperature was generally higher than the venous temperature measurement of the perfusion circuit. This was because the heat exchanger of the oxygenator is post venous temperature probe. Thus, the arterial temperature (of shunt sensor) will normally read two to three degrees higher than the venous temperature on rewarming. In this case, the venous temperature of the circuit was thirty-seven degrees celsius and the arterial shunt sensor temperature was thirty-five degrees celsius. This behavior was observed the entire procedure. The spo2 measurement of the shunt sensor was reading much lower that the I-stat lab analyzer. On the 1st blood gas sample during cpb (in-vivo recalibration), the bpm measured spo2 was 275 mmhg and the I-stat value was 375 mmhg. After the in-vivo recalibration, the difference between the two measured values was less, but still more than expected and more than usually seen. Gas calibration (with cdi-540) was done prior to cpb and pt history or medications were not remarkable. There was no delay in the procedure and the case was completed successfully without associated blood loss. There was no harm observed or reported.